Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor burst during filling. The event was further described as "elastomer burst at the last injection of fluorouracil solution". There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from may 05, 2023 - may 06, 2023. The device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.